Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving an incorrect reading and the seals next to the water trap were falling apart. The customer sent the device in for repair. It was cleaned and evaluated. The reported problem of a damaged water trap receptacle was duplicated. The water trap receptacle was replaced on this unit. The unit was tested per the operator's/service manual. The unit was tested and operates to manufacturer's specifications. The repaired unit was returned to the customer on 01/11/2017. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving an incorrect reading and the seals next to the water trap were falling apart.